Manufacturer narrative:
No product was returned for investigation. The cause of the bleed was not determined due to insufficient clinical details. The cause of the positioning issue was not determined due to insufficient clinical details. The device passed all post sterile inspection checks.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced bleeding issues, and the pump came out of position into the aorta. The pump was explanted and the patient was escalated to an impella 5.5.